Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local and temporal relationship. The events of injection site swelling and injection site erythema are expected based on the current valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 13-oct-2025: this case was upgraded to serious. The events swelling and redness were deleted. The event phlegmon was added. The event occurred in compatible local and temporal relationship. Cellulitis (serious) is considered equivalently expected as infection based on the current valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling, redness and pain are considered to be symptoms of the phlegmon. Possible confounding factors could be the patient's history of factor v leiden mutation and ulcerative colitis. In this case the, the patient received comprehensive therapy with complete resolution of the event. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event cellulitis because treatment was deemed necessary to prevent a life-threatening disease.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse into the hands. The patients medical history included penicillin allergy, factor v leiden mutation and ulcerative colitis. Concomitant medications included clindamycin. Three days after the radiesse injection, the patient experienced swelling and redness on both hands. The outcome of the events was reported as resolved. Follow-up information was received on 13-oct-2025: this case was upgraded to serious. The events swelling and redness were deleted. The event phlegmon was added. The patients date of birth was provided. She was 46 years old at the time of the event. She was injected with radiesse into the dorsum of both hands, on (B)(6) 2025. Radiesse was injected using a blunt cannula. The quantity was unclear, presumably 1.5 ml, and the mixture ratio was also unclear. The patient was allergic to salicylates and acetylsalicylic acid (reported as asa). She had no past aesthetic injections. The patient originally came to the practice for consultation regarding facial wrinkles. On (B)(6) 2025 around 16:00, five days after the radiesse injection, the patient experienced pronounced swelling, redness, and pain on the dorsum of both hands, more severe on the right than the left, suggestive of early phlegmon, particularly on the right side. The left hand showed markedly less swelling and redness. Flexion was fully possible, though painful at the end range of motion. The right hand demonstrated significant symptoms during flexion, which was only possible up to approximately 30 degrees. There was pronounced swelling, and palpation revealed early fluctuation. No tenderness was noted proximal to the lesion. Redness and tenderness were localized over the dorsal metacarpus. Isolated flexion at the proximal interphalangeal (reported as pip) and distal interphalangeal (reported as dip) joints did not elicit pain. Pain was possibly triggered from the metacarpophalangeal joint. The patient received intravenous (reported as IV) antibiotics with clindamycin 600 mg and a novalgin infusion. After one hour, slight improvement was noted, with a mild reduction in swelling. Ultrasound examination showed no fluid collections, and the sonographic findings were normal. The initial decision was to proceed with conservative therapy, applying a palmar cast splint in the intrinsic plus position. Antibiotic therapy was continued with clindamycin 600 mg four times daily (reported as 1-1-1-1), along with ibuprofen 600 mg three times daily (reported as 1-1-1). On (B)(6) 2025, on the follow-up appointment, the patient showed marked improvement, with a reduction in swelling and redness. The current treatment was continued, and no acute indication for surgery was noted. On (B)(6) 2025, further improvement was observed. Flexion was regained, though still slightly painful. The splint was maintained over the weekend, and continued elevation was advised. The left hand remained only mildly red, with unrestricted movement. Over the weekend, progress was documented via whatsapp and photos by the patient. Continued improvement was noted. The antibiotic dose was reduced to clindamycin 300 mg four times daily (reported as 1-1-1-1) due to the patient experiencing abdominal discomfort, with marked improvement thereafter. On (B)(6) 2025, improvement was observed, and the splint was removed. Continued rest was advised. The patient reported no further complaints. Antibiotic therapy was continued for two weeks. On (B)(6) 2025, the patient canceled a follow-up appointment and reported complete recovery. The outcome of the event was reported as resolved, on 28-sep-2025.

Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local and temporal relationship. The events of injection site swelling and injection site erythema are expected based on the current valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after the treatment with radiesse. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. Merz causality re-assessment due to follow-up information received on 13-oct-2025: this case was upgraded to serious. The events swelling and redness were deleted. The event phlegmon was added. The event occurred in compatible local and temporal relationship. Cellulitis (serious) is considered equivalently expected as infection based on the current valid EU MDR instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported swelling, redness and pain are considered to be symptoms of the phlegmon. Possible confounding factors could be the patient's history of factor v leiden mutation and ulcerative colitis. In this case the, the patient received comprehensive therapy with complete resolution of the event. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible local and temporal relationship. This case is considered as serious with the serious event cellulitis because treatment was deemed necessary to prevent a life-threatening disease. Merz causality re-assessment due to follow-up information received on 19-nov-2025: the outcome of the event remained unchanged. Causality for the event remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event cellulitis because treatment was deemed necessary to prevent a life-threatening disease.

Event description:
Case description: this spontaneous report was received from a german physician and concerns a female patient. She was injected with radiesse into the hands. The patients medical history included penicillin allergy, factor v leiden mutation and ulcerative colitis. Concomitant medications included clindamycin. Three days after the radiesse injection, the patient experienced swelling and redness on both hands. The outcome of the events was reported as resolved. Follow-up information was received on 13-oct-2025: this case was upgraded to serious. The events swelling and redness were deleted. The event phlegmon was added. The patients date of birth was provided. She was 46 years old at the time of the event. She was injected with radiesse into the dorsum of both hands, on (B)(6) 2025. Radiesse was injected using a blunt cannula. The quantity was unclear, presumably 1.5 ml, and the mixture ratio was also unclear. The patient was allergic to salicylates and acetylsalicylic acid (reported as asa). She had no past aesthetic injections. The patient originally came to the practice for consultation regarding facial wrinkles. On (B)(6) 2025 around 16:00, five days after the radiesse injection, the patient experienced pronounced swelling, redness, and pain on the dorsum of both hands, more severe on the right than the left, suggestive of early phlegmon, particularly on the right side. The left hand showed markedly less swelling and redness. Flexion was fully possible, though painful at the end range of motion. The right hand demonstrated significant symptoms during flexion, which was only possible up to approximately 30 degrees. There was pronounced swelling, and palpation revealed early fluctuation. No tenderness was noted proximal to the lesion. Redness and tenderness were localized over the dorsal metacarpus. Isolated flexion at the proximal interphalangeal (reported as pip) and distal interphalangeal (reported as dip) joints did not elicit pain. Pain was possibly triggered from the metacarpophalangeal joint. The patient received intravenous (reported as IV) antibiotics with clindamycin 600 mg and a novalgin infusion. After one hour, slight improvement was noted, with a mild reduction in swelling. Ultrasound examination showed no fluid collections, and the sonographic findings were normal. The initial decision was to proceed with conservative therapy, applying a palmar cast splint in the intrinsic plus position. Antibiotic therapy was continued with clindamycin 600 mg four times daily (reported as 1-1-1-1), along with ibuprofen 600 mg three times daily (reported as 1-1-1). On (B)(6) 2025, on the follow-up appointment, the patient showed marked improvement, with a reduction in swelling and redness. The current treatment was continued, and no acute indication for surgery was noted. On (B)(6) 2025, further improvement was observed. Flexion was regained, though still slightly painful. The splint was maintained over the weekend, and continued elevation was advised. The left hand remained only mildly red, with unrestricted movement. Over the weekend, progress was documented via whatsapp and photos by the patient. Continued improvement was noted. The antibiotic dose was reduced to clindamycin 300 mg four times daily (reported as 1-1-1-1) due to the patient experiencing abdominal discomfort, with marked improvement thereafter. On (B)(6) 2025, improvement was observed, and the splint was removed. Continued rest was advised. The patient reported no further complaints. Antibiotic therapy was continued for two weeks. On (B)(6) 2025, the patient canceled a follow-up appointment and reported complete recovery. The outcome of the event was reported as resolved, on (B)(6) 2025. Follow-up information was received on 19-nov-2025: there were no malfunctions or defects with the product during the injection. The outcome of the event remained unchanged.